Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was noted that they went to a concert the day before the call and walked through a security gate without turning stim off. It was reported that later in the night they received ¿a couple sharp little pains;¿ they stated that the device ¿shot them some pain.¿ it was noted that they had not felt the pain on the day of the call. It was recommended that they follow up with their healthcare provider if the sharp pains return. The patient was seeing ¿device not responding¿ during the call and were not able to connect to the ins with the handset. They had already tried repositioning the communicator and hitting ¿try again.¿ during the call, it was recommended that they try repositioning and moving to a different room. They were then able to connect and the increased stim by one notch. It was noted that troubleshooting resolved the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the device not responding message was that the phone (handset) was not charging. As a step taken to resolve the issue, the contacted the manufacturer and got the issue resolved. There were no further complications reported or anticipated.